Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose. The customer's father also reported that they rewound the insulin pump then were not getting insulin. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's father stated that they gave manual injection to treat the high blood glucose. The customer's father stated that they were given fluids to treat the blood glucose during hospitalization. The customer's father declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.